Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred. Customer's blood glucose level was 90 mg/dl. Reportedly, a cartridge change was performed resolving the alarm.